Event description:
It was reported that pt has a painful right hip to be revised at a later date.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.